Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that there was a "poor illumination problem" with both ports before a procedure. There was no patient involvement or impact.

Manufacturer narrative:
Additional information has been provided. The company service representative examined the system and was able to replicate an issue related to the reported event. The company service representative noted seeing cracks in the optics block if the illuminator module, which was replaced to address the issue. The system was then tested and met all product specifications. The system was manufactured on january 28, 2013. Based on quality assurance assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to cracked aspheric collimating lenses in the illuminator module. The manufacturer internal reference number is: (B)(4).